Manufacturer narrative:
Immucor's investigation indicated that the cause of the event was likely a power surge from the ups when the j6 cable was connected. The immucor service technician on site noted some dried saline crystals (but no wet saline and none near the camera cables), and that the user had been replacing the ups batteries every 2 years, but the ups is not user-serviceable. The upgrade was subsequently completed and the instrument was returned to service january 17, 2020. The internal immucor record for this event is pr#(B)(4).

Event description:
On (B)(6) 2020 an immucor service technician was performing a camera module upgrade on a galileo echo instrument when they noted a spark and smoke.